Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended. Additionally, it was reported the pump time was incorrect. Tandem technical support assisted customer with changing time. Customer¿s blood glucose was 282 mg/dl.